Manufacturer narrative:
One device was returned for analysis of complaint that there was a continuous alarm. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Review of event history log (ehl) shows cassette not connected correctly alarm. Visual and functional testing was performed. Complaint was confirmed. There was a continuous cassette attachment alarm. The reason for the continuous alarm is a defective upstream occlusion (uso) sensor. Uso sensor will be replaced. Resolution of the reported issue was confirmed by the technician. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device will be returned to the technician for additional service.

Event description:
It was reported that there was a continuous alarm. There was no patient harm reported.